Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient feeling that they were overfilled and draining more than 180% of the prescribed fill volume and the peritoneal dialysis therapy on the liberty select cycler. The patient did require a catheter adjustment and prescription change, however, the liberty select cycler reportedly gave eight scale reading error messages which could have contributed to the event. The liberty select cycler was not returned for investigation. Based on the available information, a possible causal or contributory relationship between the patient¿s adverse event(s) and the liberty select cycler cannot be excluded. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient feeling like they had been filled too much and receiving eight scale reading alarms. The patient discontinued treatment during stat drain 4 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6191 ml during drain 4 of the treatment. This drain volume is 207% the patient's fill volume of 2996 ml. As a result of the iipv event, the technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn it was reported that there were no issues with the cycler and that the patient¿s prescription needed to be adjusted from 3000 ml to 2500 ml. The patient uses a combination of 1.5% and 2.5% strength delflex. Additionally, the pdrn reported that the patient¿s catheter required a readjustment as well. The readjustment was done through an outpatient procedure and the manufacturer of the patient¿s catheter was unknown. The pdrn reported that the patient is doing well and continuing therapy on the same cycler with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.